Event description:
Due to an injury to l4 and l5 , I had cages installed, that did not work so in 2009 they installed rods and screws. I have been sick on and off ever since with skin blisters and lyme like symptoms. After little help from my doctors, my wife started her own research and found (B)(6) to test my blood for metal allergies, my test showed an internal allergy to nickel. With that info we researched the cages they install and found nickel in the titanium alloy. Even with this info we found no help. Removal of the cages is life threatening; they need to be removed from the front!! Next was the undiagnosed diseased network and dr. (B)(6), m.d., ph.d. His team's findings were either a reaction to tattoo ink or the spine implants, your doctor if he wishes should file a report to the f.d.a. Both doctors refused to do so, my primary and the orthopedic. So, I find myself looking for help for myself and anyone else who maybe having issues. FDA safety report ID# (B)(4).